Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear pre-activated prior to use. The following was received from the initial reporter: ¿when the nurse went to put the plunger in, the guard has sprung over the needle. I think maybe the nurse has applied too much pressure¿.

Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps.